Event description:
Images stored on the disk drive were lost during a review procedure. Some of the images for the patient were available for diagnosis and the study was not repeated. The system was repaired and placed back in service.